Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process and that a minimum fill notification occurred. Reportedly, the customer did not remove the air from the cartridge prior to loading it. Cts educated the customer on proper load techniques. The customer removed the air from the cartridge and reloaded it onto the pump to resolve the issues. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide instructs the user to remove any residual air from the cartridge.